Event description:
It was reported that during testing conducted by a field service technician at the user facility, the core sumex hands witch was found to have illegible run/safe etchings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.